Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the blade tip broke off. No pt consequence reported.